Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast cancer. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 650cc mentor memorygel breast implant (date of implant (B)(6) 2017). Diagnosis in (B)(6) 2020 was breast cancer in left breast and patient had chemotherapy to shrink the tumor and patient is waiting now for lumpectomy or the mastectomy. Patient requires reconstructive surgery and healthcare professional is referring for new implants for surgery scheduled on (B)(6) 2020.